Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal demand letter alleges the following: patient experienced some lingering pain well-after the procedure; patient experienced increasing levels of pain in her hip and groin which required numerous pain medications and cortisone injections; patient could barely move, due to the pain, and often had trouble sleeping without the aid of pain medication; she had trouble walking, taking care of things around the house, or doing any of her leisurely activities such as hiking and dancing; patient also experienced frequent popping and grinding sensations in the hip; patient was forced to alter her gait, which caused a limp and increased her back and spinal pain; blood tests performed on (B)(6) 2011 revealed an excessive level of metal ions in the blood with a cobalt level of 11.0 ppb and a chromium level of 3.2 ppb.

Manufacturer narrative:
MFR# rejected as a duplicate of this product: 1818910-2012-28558.